Event description:
The pt became disconnected from the ventilator and that the setting error alarm light was flashing and no audible alarm was heard. The ventilator has not been returned to the MFR for investigation. A f/u medwatch will be submitted when add'l info is available.